Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the non-calcified, moderately tortuous proximal left anterior descending artery. The physician direct stented with a 2.50x20mm promus element stent. It was noted that there was a difference in lumen diameter with the distal lumen being about 2.5mm. The physician post-dilated the implanted stent with a non-bsc balloon catheter at 12atms. Intravascular ultrasound (ivus) was performed and good apposition of the implanted stent was noted. Then, the physician advanced a2.75x10mm non-bsc balloon catheter for additional post-dilation. However, resistance occurred when the balloon was crossing the proximal edge of the stent. The physician pushed and pulled the balloon catheter until it was able to cross the stent. The procedure was completed by post-dilating the mid to proximal section of the implanted. It was then noted that the stent shortened by approximately 5mm. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).